Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion and creases. Leak test and microscopic analysis was performed which identified: one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.